Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 5076-58 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported an infection occurred. It was further reported there was vegetation on the leads. The leads were removed. The organism is unknown. No further patient complications have been reported as a result of this event.